Manufacturer narrative:
This device was surgically abandoned and will not be return; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold allegedly due to an alteration of the tissue-lead interface. Chest x-ray was performed and lead dislodgement was observed. Additional surgical intervention was performed and found that the lead was in the original position. The physician tried to move the lead but unsuccessful due to adhesions formed. The lead was surgically abandoned and successfully replaced with another lead. No adverse patient effects were reported.